Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with injection (inj) vancomycin (1 g, frequency, route, and duration not reported), inj amikacin (125 mg, stat in first bag and route not reported), inj cefazolin (500 mg in each bag, route and duration not reported), and inj ceftazidime (500 mg in each bag, route and duration not reported) for the peritonitis. The patient was reported to have recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that the patient had completed antibiotic treatment for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.